Event description:
It was reported that during a da vinci si prostatectomy procedure a pk dissecting forceps instrument does not close anymore. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. The instrument crip cables was derailed. Both grip cables on one side of the distal clevis were derailed from the distal idler pulleys. A grip open cable was seated on the outermost pulley and a grip close cable was exposed on the outside of the pulley. Yaw motion was non-intuitive as a result. An additional observation not reported was the instrument grip cables was frayed. The conductor wires were intact and undamaged but the drive cable was frayed. One grip open cable was frayed at the distal idler pulley. The frayed strands stuck out at the instrument's wrist. This grip cable was also derailed, wedged between the idler pulleys, possibly contributing to fraying. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cables,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.